Event description:
Tech alleged that the siderail will not latch.

Manufacturer narrative:
Tech found that the latch was stuck underneath the bar that it should attach too. Tech pulled the latch out from under the bar to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.